Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h4. The device was returned to olympus for evaluation and confirmed the event a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely that event occurred due to a faulty electro-pneumatic proportional valve. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflation unit exhibited a secondary pipeline leak valve. There were no reports of patient involvement.